Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the sensor board needed to be replaced. The sensor board was replaced. During additional testing the device failed to recognize ac power. The device's power supply was replaced to address the issue.